Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation (pfa) ablation procedure. During the procedure, after inserting the farawave catheter physician noted consistent visible air while drawing back into the syringe during aspiration step. Physician removed the catheter and check the valve for any visible leaks. However, no leaks were noted. Farawave catheter was inserted again, and aspiration step was completed again without excessive air being drawn back. Physician continued and completed procedure without any additional noted issues of air ingress into the sheath. The procedure was completed successfully by using different device, same model. No patient complication was reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulse field ablation (pfa) ablation procedure. During the procedure, after inserting the farawave catheter physician noted consistent visible air while drawing back into the syringe during aspiration step. Physician removed the catheter and check the valve for any visible leaks. However, no leaks were noted. Farawave catheter was inserted again, and aspiration step was completed again without excessive air being drawn back. Physician continued and completed procedure without any additional noted issues of air ingress into the sheath. The procedure was completed successfully by using different device, same model. No patient complication was reported. It was further reported that no damage was noted to the catheter or sheath. The method for irrigation was with pressurized bag at unknown flow rate. Bubbles were observed in flush port on sheath and pulled into syringe. The guidewire was flushed to tip of the catheter during insertion into it. There were no issues with sheath during preparation. No air was noted in patient at the time of the event.